Event description:
During a carotid pta / stenting treatment procedure, iliac 6f unistep plus stent damage was noted. It is reported that the left internal carotid artery had already been treated via pta / stenting. The physician planned to treat the calcified, 90% stenotic right internal carotid artery lesion. He attempted a contralateral approach using a 6f zeon introducer sheath and a 0.035" radiofocus guidewire, but the stent delivery device became stuck at the aortic bifurcation. The physician changed to a right femoral approach, but the end of the stent and stent delivery were deformed. The iliac 6f unistep plus was removed and replaced with another device to successfully complete the procedure. No patient injuries or complications were reported.